Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited red screen and alarmed "41622-1003". No patient consequences were reported. No adverse effects were reported.